Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter read inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that approximately three months ago; the patient obtained the alleged inaccurate low reading of ¿105mg/dl¿ on the subject meter compared to ¿140mg/dl¿on a laboratory device within an unspecified time period. Based on statistical methodology, the calculated difference of these blood glucose results falls out with lifescan¿s criteria for accuracy the patient stated that he takes ¿pills, diet and exercise ¿to manage their diabetes and denied making any changes to their usual diabetes management routine in response to the reported issue. The patient claimed that he developed symptoms of ¿headache, sluggishness, and urination¿ on an unspecified date/time after the issue began. However, the patient denied receiving any form of treatment. At the time of troubleshooting, the cca determined that the unit of measure was set correctly at time of testing and the correct control solution was being used. The cca also noted that the patient test strips and control solution were stored correctly and within product expiry date. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported because the patient reportedly developed signs/symptoms indicative of hyperglycemia after he obtained alleged inaccurate low reading with the subject meter. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.